Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted. The insulin pump had cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a no delivery alarm during bolus. The customer reported that the no delivery alarm persisted even with the replacement catheter. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.